Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled device replacement procedure, this existing right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) device and the rv lead exhibited consistent high out of range shock impedance measurements greater than 200 ohms. It was noted that the previous ICD device battery was depleted as part of normal battery depletion so testing could not be performed prior to implanting the new device. As part of troubleshooting during the procedure, the new ICD device was moved in and out of the pocket. In addition, the rv lead was connected to a pacing system analyzer (psa), which exhibited pace impedance measurements greater than 3000 ohms, but normal pace impedance measurements were observed when the lead was connected to the new ICD device. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) that this is consistent with the rv lead terminal pin being disconnected from the distal shocking coil, indicating there is a possible lead fracture above the jumper coil. Ts recommended replacing the rv lead. As a result, the rv lead was surgically abandoned and replaced during the procedure prior to pocket closure. There were no additional adverse patient effects.